Event description:
Patient with pre-diagnosis of angulation of the common iliac artery had aaa repair in 2007. The procedure went as labeled. The contralateral iliac leg was placed with its proximal stent overlapping the distal stent of the main body as intended, however, the graft material between the first and second stents counted from the proximal end, could not withstand the vascular angulation, resulting in a kink. Physician placed another manufacturer's stent to improve vessel flow. Physician noted that the bend in the common iliac artery coincided with gap between stents.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by kinking of the device due to the patient's adverse anatomy.